Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 -9.5/1.5/091 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Excessive vault was observed. Lens was replaced with a shorter length lens on (B)(6) 2024 and problem was resolved. Cause of event was reported as unknown.